Event description:
Report received of a tubing that "burst" while in use with a power injector. No further specific clinical information was known to the reporter. There were no reported adverse patient effects. Multiple attempts were made to obtain further information but no further information was provided.